Event description:
Revision of shoulder components approximately five and a half years postoperatively. The humeral liner came out and there was metal on metal contact for some time before the patient came to the surgeon. During revision, metallosis was noted.

Manufacturer narrative:
Engineering evaluation of the returned devices is ongoing.